Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed message codes, "status 81" and "status 82." The customer indicated that the biomedical engineering department would be handling any repairs that the device requires. The complainant indicated that there was no pt involvement in the reported failure.